Event description:
It was reported that 4 packages opened had the screws poking through the peel packs. Returning two screws and the other two were wasted. The two that are returning are lot codes 24474504 and 25113301.

Manufacturer narrative:
Add'l lot #s: 25113301, 26397204, 25402302.